Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was loose. The patient was unable to charge the ins because the loose pin prevented charging of the recharger. The patient stated the recharger would show it was charging but would not actually charge. The patient reported having to hold the pin in place to charge the recharger, and reported that she has been without stimulation and in pain because of this issue. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the connector pin was loose and that the ins recharger would not charge/had a blank screen. A new desktop charger was sent to the patient but the recharger still would not charge so a new recharger was then sent. No further complications were reported.